Event description:
During a pulmonary vein isolation procedure (pvi), an effusion occurred with no intervention needed. This effusion was noted after ablating approximately halfway around the left pulmonary veins. Just prior to noticing the effusion, an ablation lesion in which impedance dropped ~25 ohms. The lesion was reviewed after the case, and the lesion force did not drastically increase. Ice confirmed the effusion and the procedure was completed without further complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis for both possible devices used on the event date concluded that both catheters performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. In both files, a manual contact force baseline reset occurred prior to insertion into the patient. Ensite contact force module instructions for use (IFU) warns ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. To check for baseline drift, position the catheter tip in a free-floating position away from the heart wall. In case of significant baseline drift (e.g. >5 g), a reset to zero should be applied by clicking the reset force button on the ensite¿ contact force module screen (when not ablating).¿ the IFU also states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The day after the procedure, the physician indicated the effusion may have been due to the catheter under sensing force on the suspected lesion.